Event description:
The patient was reportedly experiencing sound quality issues and also dizziness with and without device use. Testing revealed that the device was functioning. The doctor confirmed that the mass on the cerebellopontine angle is responsible for the sound quality. The device was explanted due to the growth of the tumor. The patient continues to be monitored.